Event description:
Initial information was received on (B)(6), 2013 from a consumer. This (B)(6) female consumer used colgate 360 optic white power toothbrush (lot # 1123le) and experienced mouth hurts like "someone punched me" because her "front left tooth shattered" and her root was exposed. She further described the event as the "crown of the tooth was gone and root is flush with the gum line". She began using the toothbrush three times daily a couple of weeks prior to this report on (B)(6), 2013. Subsequently, she experienced the event on (B)(6), 2013. She indicated that she could not actually say if the toothbrush caused the event, but it happened while she was brushing. The consumer made an appointment to be seen by a dentist. On (B)(6), 2013, use of the toothbrush was discontinued. At the time of this report, the consumer had not recovered. (B)(4).